Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, a probe check was performed and the device passed the probe check. Visual inspection on the device was performed and found the teflon pad was found cross split and separated from the jaw exposing metal. There was some tissue built up on the device. The distal end of the device was inspected under a microscope and found charred marks and scratches on the probe unit. Charred marks were also noted on the side wall of the jaw. The user¿s complaint was confirmed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a gastrectomy procedure the teflon pad melted. The event occurred while the doctor was performing a seal and cut using the device. No device fragment fell inside the patient. The device was inspected prior to use and no abnormalities were found. There was a two - five minutes delay while replacing the device. The procedure was completed using another thunderbeat device. There was no patient injury reported.